Manufacturer narrative:
No product was not returned for analysis; the lenses remain implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. (B)(4).

Event description:
An ophthalmic surgeon reported that following intraocular lens (iol) implant procedures, he has noticed sediment on the implanted iols, which decreases the visual acuity of the patients. The surgeon indicated that this issue occurs without functional discomfort perceived by the patients. Usually patients recover acuity after an unspecified number of months. The number of patients involved is unknown. Additional information has been requested. This is one of two medical device reports being filed for this issue for this facility.

Manufacturer narrative:
The product was not returned. Three photos were provided showing what appears to be a granular-like opacity. Nonetheless, we are unable to determine the origin or exact position of the observation. Effect on vision cannot be determined based on the photos. Viscoelastic was not provided; it is unknown if a qualified product was used. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the reporter for further investigation. The manufacturer internal reference number is: (B)(4).